Manufacturer narrative:
(B)(4). Evaluation results: (gi bleed).

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the right posterior descending artery (ref MFR report # 2953200-2011-00099), one endeavor sprint rx drug-eluting stent was implanted at the 1st obtuse marginal. A spontaneous gi bleed is reported to have occurred approx 3 months post index procedure. Investigator assessed that there was no relationship to the study device. It is reported that gi bleed resulted in a prbc and platelet transfusion and discontinuation of study drugs (aspirin and clopidogrel). It is reported that pt recovered with treatment.